Event description:
Pt with a unicondylar knee implant developed an infection. Revision surgery is planned.

Manufacturer narrative:
Patient with a unicondylar knee implant developed an infection. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.